Manufacturer narrative:
The serial number of the unit was not recorded at the time of the alleged event. The issue was resolved for the customer by offering training on proper use of the device. It was suggested that the customer roll the patient prior to placing the backboard on the mattress.

Event description:
It was reported a nurse injured her back while trying to position a patient for CPR. The extent of the alleged injury was not reported.

Event description:
It was reported a nurse injured her back while trying to position a patient for CPR. The extent of the alleged injury was not reported.